Manufacturer narrative:
(B)(4).

Event description:
This case was a left sided lead extraction to remove 4 leads due to system/pocket infection. The lv lead (medtronic (B)(4) implanted 2 months) was removed with traction only. Stylets were placed in the (B)(4) (intermedics (B)(4) implanted 240 months) and rv (intermedics (B)(4) implanted 240 months.) The 1998 ra lead (medtronic (B)(4) implanted 192 months) was prepped and locked with lld ez and 16fr gl was used to remove lead. Several minutes after the extraction there was a gradual decline in bp noted and a pericardial effusion was noted on tee. A pericardiocentesis was performed, as well as a sternotomy. A perforation of the right atrium was located and repaired, as well as an injury to the svc. The two remaining leads were removed ((B)(4)) during the open procedure. Unfortunately the patient did not survive. This report is reflecting the injury to the svc which was contributed to by the glidelight. The other injury, ra, was contributed to by the lld which will be submitted in another report.